Manufacturer narrative:
On may 7, 2009. This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.

Event description:
During routine follow up, the magnet rate was still at 96 min-1 (i.e. At bol) and capture/pacing failure was observed. Therefore, the device was explanted. After explanation, the device could not be interrogated any more.